Event description:
Per a report from the legal department, a 68 y/o male patient recieved a left ankle replacement on (B)(6) 2021. Approximately 1 years and 3 months post initial the patient had a left ankle revision due to pain on (B)(6) 2023. The implants were carefully inspected and they were stable and well fixed to the surrounding bone. Trial polyethylene inserts were utilized to confirm that the size 2, 8 mm polyethylene insert provided the best fit and stability to the ankle without compromising motion. The size 8 mm insert was then inserted into the tibial component and locked in place utilizing a new tibial clip. The wounds were closed with nylon suture. The patient tolerated the procedure well with no complications. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information- d7a, h6 medical device problem code. H3. Investigation results- the tibial insert fb sz 2 lt 6mm with sn (B)(6), is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain and polyethylene exchange cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, left hindfoot valgus misalignment, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. No other information is available.